Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent thrombosis occurred. In (B)(6) 2018, a 2.25 x 20mm synergy ii drug-eluting stent was implanted in the proximal diagonal left anterior descending artery. However, three hours later, the patient came back having complain of severe chest pain and it was noted that the stent had thrombosed. Multiple balloon dilatation was then performed to re-opened the stent. The patient indicated that the chest pain was resolved and the procedure was successfully completed. No further patient complications were reported and the patient's status was fine.